Manufacturer narrative:
One opened probe was received, with a tip protector, in a zip top bag. The sample was visually inspected and found to be nonconforming with the port covered with off white and black foreign material, and the inner cutter in the port. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for both functional test. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter pulled out of the coupling, the fillet was deemed nonconforming, no presence of adhesive observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was originally evaluated by the manufacturing site which assembles the tubing onto the probe subassembly and during push priming the system message code 3305 was displayed, confirming the reported aspiration issue. This system message code indicates that the probe subassembly was unable to push the required amount of fluid through the aspiration pathway of the probe. The returned probe subassembly was then evaluated by the manufacturing site which builds the probe subassembly. The complaint evaluation confirms the probe had an aspiration failure. The evaluation also indicates the probe had an actuation failure. The cause of the observed aspiration failure is the inner cutter remaining in the port of the probe needle due to the actuation failure, obstructing aspiration flow through the probe. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vacuum did not work properly during a vitrectomy surgery. The surgery was completed and there was no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).